Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life is less than expected. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was not duplicated. Review of black box data found that the data from the time of the complaint was overwritten due to continued customer use. Review of the available data did not find evidence of short battery life. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and there was no evidence of moisture intrusion or loose components inside the pump.